Event description:
It was reported via repair work order that the cot could not reach full load height and could potentially be unstable due to a cracked base frame inner tube weldment at the patient right side of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.